Event description:
It was reported that that the patient was trying to pause insulin delivery, but the option to pause was missing. The patient was using the system in manual mode. No changes were reported to patient's blood glucose.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the system was used partially in manual mode on (B)(6) 2026. No suspension records were seen on this day. The last time that insulin delivery was manually suspended prior to the date of occurrence was on (B)(6) 2026. Without log files, it cannot be determined if the option was available for the user to suspend insulin delivery while in manual mode on (B)(6) 2026 or if attempts were made to suspend insulin delivery while in automated mode on (B)(6) 2026. The exact cause of the reported event could not be determined. According to the complainant the device will not be returned for investigation. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.